Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6, h10 sections with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : the device will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with lost sensor alarm. The customer reported blood glucose value of 400 mg/dl. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was partially performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. The customer reported hyperglycemia treated with insulin pump. Customer reported a loss of communication between the transmitter and the pump. Customer confirmed transmitter serial number is programmed in manage devices screen. Customer reported issue was resolved by inserting a new sensor. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. A product return is expected for mmt-1884. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.